Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the red (can h) wire was open in the trunk cable. The cause of the alleged service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open rd wire. The root cause of the open red wire cannot be positively identified but wa likely the result of physical abuse. No adverse event resulted from the damaged open wire. The patient was issued a replacement electrode belt.